Event description:
Patient reported left side anxiety and valve leak/damage. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported, left side "exchange from textured to smooth implants, due to patient's concern with the product". And "fluid leakage". Device remains implanted.